Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, device history record, instructions for use (IFU), manufacturer instructions, quality control (qc), specifications, trends, visual inspection and a functional test of the returned device was conducted for the purpose of this investigation. The returned device was evaluated. The captor iris valve was functional. There were two tears in the webbing of the silicone discs. The valve was leak tested with a syringe and tap water. There was leakage with and without a dilator through the valve. The manufacturing records were reviewed, and nothing of note was observed. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage testing has been conducted. The IFU contains the indications for use, warnings and precautions and appropriate method of use for this device. Specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." Captor valve assemblies are 100% inspected for leakage. The valve leaked when the inner cannula was removed from the flexor sheath. No adverse effect to the patient was reported. Based on evaluation of the returned product, tearing of the silicone discs likely contributed to the leakage. Measures have previously been taken to address this issue.

Event description:
A standard aaa evar procedure was performed. When the inner cannula was pulled out from the flexor introducer sheath in the delivery system, the valve was leaking even though it was turned to the locking position. The procedure was successful since the aortic stent graft was placed in the position it was planned. So the evar procedure was performed according to plan. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A standard aaa evar procedure was performed. When the inner cannula was pulled out from the flexor introducer sheath in the delivery system, the valve was leaking even though it was turned to the locking position. The procedure was successful since the aortic stentgraft was placed in the position it was planned. So the evar procedure was performed according to plan. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.